Event description:
The manufacturer received information alleging that a device was alarming for check circuit. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter need replaced to address the issues.